Event description:
After an implantation period of approx. 51 months it was reported that the device shows the eri status.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the production process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. In a first analysis step, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was as expected. The ICD then underwent a status interrogation, and the device memory was analyzed. The analysis showed that the battery voltage dropped below the eri threshold. This led to the eri detection. In addition, there was a discrepancy between drawn charge and measured battery voltage. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The power consumption of the electronic module was measured and was as expected. The battery was returned to the manufacturer for a thorough analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were analyzed. During the measurement of the battery voltage, the battery was partially discharged. A performed microcalorimetric measurement showed no anomalies. The battery was then opened, and the internal structure was visually inspected. During the visual inspection, a damaged insulation was detected. This damage enabled an increased battery-internal self-discharge. In summary, the ICD had been implanted for 51 months. In the context of the analysis, the clinical observation resulted from an increased battery-internal self-discharge. The electronic module proved to be without defects during the analysis.